Event description:
It was reported the patient presented to the emergency room with a burning sensation at the pocket site when the patient adjusted the stimulation with the patient programmer. The patient also experienced a jolt recently when laying down. The symptoms started about four days prior. There was no fall or trauma related to the onset of the symptoms. The reporter was unable to adjust the stimulation. Even with the stimulation amplitude at 0, the patient felt stimulation. Troubleshooting indicated the stimulation system was not turned on which was the reason no adjustments could be made. After troubleshooting, the patient was able to adjust the stimulation. The patient confirmed seeing the icon that indicated the stimulation system was on. One week later, the patient experienced shocking/jolting and painful stimulation instead of the normal tingling sensation. The patient was still feeling the shocking in the right leg even after the device was turn off. Additional information has been requested, but was not available on the date of this report.